Event description:
Pt was implanted with a cage, plate and screws some time in 2009, at c6-c7 due to disc herniation. Post implant the pt continued to have pain and about 18 months post implant pt went to a second surgeon. After review of films the surgeon indicated that pt had not fused and that the screws were loose. The pt underwent an unk revision surgery on (B)(6) 2011, approx 2 years post implant. This report is #1 of 6 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.